Event description:
It was reported that patient presented for a follow-up in clinic. It was noted that the right atrial lead exhibited noise over-sensing. No intervention was performed. There were no patient consequences.

Event description:
New information received notes that the right atrial lead exhibited far r over-sensing which resulted in inappropriate mode switch.